Event description:
The customer reported to olympus that the bronchovideoscope had an e216 (scope communication error). The issue was found during a procedure. There was no delay, and the patient was not under anesthesia. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. The device evaluation found that due to damage to the charged coupled device unit, the image disappears during angulation in u directions. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if the user facility provides any additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two years since the subject device was manufactured. Based on the investigation results, it is likely that since the image disappeared during angulation, the suggested event may have occurred due to damage to the image sensor unit/cable. However, a definitive root cause could not be identified. Olympus will continue to monitor the field performance of this device.